Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, light head handle's screw dropped down. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off onto sterile field or during procedure may lead to contamination.

Manufacturer narrative:
On 10th february, 2020 getinge became aware of an issue with one of the surgical lights - powerled. As it was stated, headlight handle's screw dropped down. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. The device has been identified as a configuration of powerled 700+ df r k3 (catalog number ard568370937, serial number 500107) and powerled 300+ df k3 ( catalog number ard56330933, serial number (B)(6)). Manufacturing date is 23rd april, 2018. It was established that when the event occurred, the surgical light did not meet its specification due to the detachment of sterilizable handle holder¿s screw and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause wasn¿t possible to be established due to lack of information that was not possible to be obtained, despite our best efforts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated.

Event description:
Manufacturer reference number (B)(4).